Event description:
At 1410 pt found apneic with bi pap machine turned off, had been checked and mask re-adjusted due to pt's restlessness a few minutes prior to discovery. Pt was post-op surgical left lower lobectomy in 2002 for malignancy. Settings: mode - s/t, rate - 6, o2% - 40%, ps - 8, peep - 8, reset - 0.1, t med I - 1.0. Pt parameters: p press - 16, spon vol - .758, ve - 11, rr - 14, spo2 - 95%. Alarms: l press - 5, h press - 20, l ve - 2.0, apnea par - 30 sec, high rr - 40, low r - 4, hr - 107.